Manufacturer narrative:
Manufacturer reference number 1627487-2019-13688 should not have been submitted as a medical device report (MDR) as the device meets or exceeds 75% of expected longevity. There is no device malfunction.

Manufacturer narrative:
Date of event¿ is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient lost therapy as the ipg reached end of service (eos). It is unknown if the ipg was prematurely depleted. As a result, surgical intervention may occur.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it was not received.

Event description:
Additional information was received that surgical intervention occurred during which the ipg was explanted and replaced.